Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-00281. The pt ((B)(6)) is a participant in a clinical study and was implanted with two percutaneous leads from different lots. It was reported, the pt experienced discomfort at the site of the right lead. Upon examination it was found that the lead had migrated and perforated the skin. Surgical intervention was undertaken in (B)(6) 2013 to reposition the impacted device. It was reported, the pain has since resolved. Since it is unk which lead was affected, reports for both lots are being submitted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.